Event description:
It was reported that (1) atw45 was used during a laparoscopic appendectomy procedure. It was reported by the rep that the atw45 would not fire during procedure. Opened a second device to complete the case. There was no consequence to pt.